Event description:
Reporter states the anti-tip broke off the chair at the weld on the battery box. The end user put the chair into gear while exiting a building and the chair popped up like a wheelie and spun to the left and the left side anti-tip broke off. The end user fell out of the chair and the chair fell on top of them. The reporter was hospitalized overnight for observation. The reporter did sustain back muscle strain, contusions to the left hip, shoulder and neck.